Event description:
Device malfunction: partially deployed. Time of device malfunction: during unpackaging. Symptoms/ae: na. It was reported that while taking the device out of the package, the xpert stent was found prematurely partially deployed. The customer reported there was no pt involvement. No additional info available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.